Event description:
New information received notes that a new instance of over-sensing resulting in inappropriate shock was reported. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout. New information received notes that the patient was stable before and after the intervention.

Event description:
It was reported that a patient presented remotely with over-sensing of noise and inappropriate shock noted on the right ventricular lead. Lead damage was suspected. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that a new instance of over-sensing resulting in inappropriate shock was reported. The lead was cappedn ad replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
New information received notes that inappropriate antitachycardia pacing was noted